Manufacturer narrative:
Weight- race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -9.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was removed due to low vault. A replacement lens of longer length was later implanted and the problem resolved. Cause was unknown.